Event description:
Following a shoulder arthroscopic cuff repair with arthroscopic subacromial decompression a blister was noted on the operative arm in the pacu. It was later that day that it was discovered that this burn had been caused by the hot fluids draining or flowing through the suction tube that is attached to the arthrowand. Dates of use: 2008. Event abated after use stopped or dose reduced?: yes.